Event description:
A lifepak-10 (physio control monitor, defibrilator, pacer) did not allow the crew to pace. Pt went into asystole for 1 min (approx) and pacing was attempted without success. The pt went into another rhythm so no further attempts at pacing were necessary.